Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse found precision 4.5-5 %. He replaced the 2 way valve on diluent tower and the 3 way valve on wash pretreat. He then cleaned the wash probe and adjusted the bottom of cup. The resulting precision was acceptable at 2.5 cv. The most probable cause of the reported event was wash probe misalignment. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4).

Event description:
On (B)(6) 2015 a customer reported prog and e2 precision and correlation concerns with their aia-360 analyzer. A field service engineer (fse) was dispatched. The reported issue with their aia-360 instrument has the potential for causing discrepant patient result for prog and e2 assays. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.